Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. Two log files were reviewed, containing data that collectively spanned 2 days (02jun2020 ¿ 03jun2020 per time stamp and 09jun2020 ¿ 10jun2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on (B)(6) 2020 at 9:10, caused by a load test failure. The battery failed a load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. No other notable events were observed throughout the data. The returned system controller (serial number (B)(6) was functionally tested and were found to perform as intended. Atypical events, including backup battery fault alarms, were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer reported a emergency backup battery fault. Log file analysis captured a emergency backup battery fault on (B)(6) 2020 at 9:10:56. The controller was exchanged.